Event description:
A peritoneal dialysis nurse has reported the following event: when pt is using the dual connector once she got ready to do her final exchange, the pin that is on the connection piece was partially engaged and would not allow fluid to come in and out. The pt took an object and cleaned the pin with alcohol and it has caused peritonitis due to the pin not being engaged. The facility was contacted for add'l info. In speaking with the nurse the following was learned. Although the pt had been on peritoneal dialysis for some time, the pt was new to this type of treatment set. The nurse reviewed the incident with this pt and reportedly, the pt was instructed by her on how to use this set. In review of the incident, the rn identified that possibly, the pt did not use a mts set along with this treatment set as instructed by this nurse, and also that perhaps the pt was not positioned correctly and when the pt paused her treatment, she may have partially engaged the pin. The pt reported a cloudy bag after the incident. Reportedly the pt is recovering from peritonitis. The pt is completing the antibiotic treatment for the incident. The pt continues this treatment and is continuing intraperitoneal antibiotics. Has companion samples only. The rn did state that no further issues were reported. In speaking with the nurse it has been learned that this pt has fully recovered.

Manufacturer narrative:
(B)(6).